Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump indicated blood glucose as 60 mg/dl when customer's blood glucose was in fact 30 mg/dl. Customer fell to the floor. Customer was treated with glucagon. After troubleshooting, customer will not be returning the device for analysis.